Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 300 mg/dl. The customer was experiencing the symptoms of nauseated, vomiting. The customer was admitted to the hospital to the intensive care unit for 2 or 3 days and regular room for few days. Customer was unable to continue high blood glucose troubleshooting but did mention that she had bent cannula on the infusion set that she on when she went into the emergency room.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.